Manufacturer narrative:
This report is being supplemented to provide additional information based on device return evaluation and the legal manufacturer's final investigation. Updated fields: b3, b5, e3, d8, h2, h3, h4, h6 and h10 e3: non-health-care professional; e2: no the subject device was evaluated. Device evaluation did not confirm the customer reported issue. The device history records (DHR¿s) for this product have been reviewed. All records indicate that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. Per instruction for use (IFU), it states, 4.1 precautions for use warning. If an abnormality occurs in the endoscopic image or function and returns to normal spontaneously, the device may have already malfunctioned. If you continue to use the device as it is, the abnormality may occur again and the device may not return to normal. In this case, discontinue use immediately and slowly pull the endoscope out from the patient. Continued use of such an instrument may injure the patient or cause bleeding or perforation. If the endoscopic image is not displayed correctly, the image sensor may be damaged. If the camera head continues to be energized while the image sensor is damaged, the camera head will become hot and may cause burns, so the power to the video system center should be turned off immediately. Based on investigation results, the complaint was not confirmed as no issue found on the device. Olympus will continue to monitor complaints about this device. A supplemental report will be submitted when additional relevant information becomes available.

Event description:
It was further reported that the issue occurred during a nasal paranasal sinuses surgery. The therapeutic procedure was completed.

Event description:
The customer reported to olympus that there was a discolored (yellow) video image while using the camera head. There was no patient harm associated with the event.

Manufacturer narrative:
E2:e3: (reporter occupation): no information provided. The device has been returned for evaluation and the investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.